Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician attempted to implant the right atrial (ra) lead but the tested thresholds were not ideal, even after several attempts to adjust the lead were made. After repeated attempts, the guidewire could not be inserted and the lead could not reach the target position. The physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.